Event description:
Ous MDR - after an implantation time of about 82 months, a possible early reaching of eri with stress dyspnea was reported and the device was explanted. Device was not returned for analysis.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.